Event description:
The customer reported that he had high blood glucose levels (no actual levels provided) and had to go to the hospital for treatment. He was given an infusion of nacl and insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.